Event description:
Reporter reports a transfer set with two pinholes found on the tubing. Leakage from the pinholes occurred. The transfer set had been in place for 90 days. No pt injury or medical intervention was reported per co affiliate. No additional info available at this time.

Manufacturer narrative:
Sample has been requested. A follow-up report will be filed upon completion of the evaluation, or if any additional info becomes available. This report represents all the info known by the reporter at this time. Review of the complaint history reveals other reports have been received for this product for the reported issue.